Event description:
It was reported that during the final stage of a cholecystectomy procedure, the device got stuck and stopped functioning. Another device was used to complete the procedure. There were no adverse consequences to the pt. Additional info being requested.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.